Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the simplified universal nail (sun) for tibia and an unknown tibial nail were deformed just after being placed and hammered. Another universal tibial nail was implanted to complete the procedure. The procedure was completed successfully with no surgical delay. There was no adverse event to the patient. The patient outcome after the procedure was very good. Concomitant device reported: unknown hammer (part #: unknown, lot #: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown sun tibial nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown trauma procedure at (B)(6) on (B)(6) 2019, two (2) simplified universal nail (sun) for tibia were deformed. It was unknown how the procedure was completed. There was no surgical delay due to the reported event. There was no adverse event to the patient. This report is for an unknown sun tibial nail. This is report 2 of 2 for (B)(4).